Event description:
Complainant alleged that while attempting to defibrillate a male patient in cardiac arrest, the device successfully delivered two shocks at an energy level below 200 joules. However, the device displayed a "bridge test failed" message when attempting to discharge at 200 joules. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.